Event description:
Procedure performed: robotic prostatectomy. Event description: [translation]: during robotic prostatectomy, when closing the pouch, the green sealing ring does not stay in place on the pouch but disengages, remaining in the stem and not allowing the closure of the pouch. Additional information received from applied medical rep. Via email on 05mar25: the guide bead doesn¿t detach from the cord. The surgeon has changed the bag. Additional information received from applied medical rep. Via email on 10mar25: the bead did not come off the bag. Intervention: the surgeon has changed the bag. Patient status: no patient injury or illness was reported. The patient status is good.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the specimen bag or cord. Visual inspection confirmed the complainant¿s experience of bead separation, as the bead assembly was returned detached from the specimen bag. Based on the condition of the returned unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robotic prostatectomy. Event description: [translation]: during robotic prostatectomy, when closing the pouch, the green sealing ring does not stay in place on the pouch but disengages, remaining in the stem and not allowing the closure of the pouch. Additional information received from applied medical rep. Via email on 05mar25: the guide bead doesn¿t detach from the cord. The surgeon has changed the bag. Additional information received from applied medical rep. Via email on 10mar25: the bead did not come off the bag. Additional information received from applied medical rep. Via email on 08may25: I confirm that the unit is returned accurately. Intervention: the surgeon has changed the bag. Patient status: no patient injury or illness was reported. The patient status is good.